Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results for one patient from coaguchek xs meter serial number (B)(4). At 12:56 pm, the result from the meter was 3.1 inr. At 1:26 pm, the result from a laboratory using dade innovin reagent was 1.6 inr. The customer believed the laboratory result was accurate. The patient did not receive any treatment. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The patient had no hematocrit issues, no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, no bleeding and no bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 38%; donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr; customer meter with customer strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. The results alleged by the customer were not found in the meter¿s result memory. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.